Event description:
While servicing the lh750 instrument, the field service engineer (fse) found the vent line sensor (bd3) disabled on the diluter cpu board. This may result of improper aspiration of samples due to improper vent line pathway operation. Without bd3 enabled, the instrument will not notify the operator of possible aspiration issues due to failing vent line pathway. It is unknown if any erroneous results were reported out or if any patient treatment was effected in regard to this event.

Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to accuracy and precision. The fse checked the instrument's log and found no vent line sensor errors (vls) since (B)(4) 2006. Currently the vent line is enabled. A clear root cause for this event is unknown.